Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During a procedure on the sfa, after the physician deployed the protege everflex, the tip of stent deployment system dislodged requiring a snare to capture the tip.